Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient did not feel like it was helping their back pain. The environmental factors and diagnostics performed were both unknown to the manufacturer representative. Per the patient, reprogramming was performed but it was never enough to cover the pain. Their pain exceeded what the scs addressed. The issue resolved when the scs battery was explanted on (B)(6) 2017. It was reported that the extension and lead remain in the patient. The event date was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.